Event description:
It was reported that a patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient had a spark sling and spark sling takedown . It was reported that patient underwent revision of transvaginal tape on (B)(6) 2004 due to recurrence, difficulty urinating, bladder spasms, pain, infection, blood in urine and irritability. It was reported that due to erosion, dyspareunia, pain, pelvic organ prolapse and vaginal scarring, patient had excision of mesh surrounding urethral tissue on (B)(6) 2009. (B)(4) - recurrence; difficulty urinating; bladder spasms; blood in urine; irritability; pelvic organ prolapse.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary incontinence, urinary urgency and frequency and occasional urinary tract infection. (B)(4).

Event description:
It has been reported that following insertion the patient experienced urinary incontinence, urinary urgency and frequency and occasional urinary tract infection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.